Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. Envelopes with liquid filtration. Sutures do not present the minimum liquid content; they can not be used in the pavilions. Having little fluid catgut is very rigid and doctors do not accept it.

Manufacturer narrative:
Samples received: sutures were not received for the evaluation of the complaint. Neither were images of the defect received preliminary analysis: · stock review: the review of the available units was made and it was identified that to date we do not have units in stock of this product code and lot number. · quantity produced / imported: of this product code and batch number, (B)(4) units were imported in total. · background: the product background was checked and it was identified that we have not received any additional complaints related to this cause and product code / batch. · batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, the control in process and control of the finished product were verified. No deviations or alterations were identified during the process. Analysis of the samples: samples were not received nor the images requested to the client; it may be that the defect reported has been caused by a fault during the manufacturing process, and without available samples it is impossible to identify where the leak occurs. This defect has already been identified and the necessary corrective actions have been taken through the implementation of CAPA (B)(4), after which no leak reports have been received that generate trends, so to date it is considered that the CAPA has been effective. Recommendation: for future complaints please send the samples, or in the absence of the image of the affected units. Conclusions: this complaint has been classified as "not confirmed", it was not possible to determine where the reported defect occurred. The complaint is determined as "confirmed", since the lot was manufactured in advance of the corrective actions created for this defect.